Event description:
G (gastrostomy) tube fell out but described as g tube malfunction by ed (emergency department) physician. Second time in two weeks with this young patient. G tube replaced and test done to confirm it's placement. Patient is g tube dependent with dependent dysphagia. Precautionary report to FDA as this entity is seeing this happen with a higher degree of frequency. Coded as gastrostomy malfunction on this emergency department visit.